Event description:
It was reported that in 2001, a brachytherapy needle broke off inside patient in two pieces. The radiation oncologist finished procedure and the urologist retrieved the indwelling needle pieces by making a slit in the patient's skin and pulling out the pieces with graspers. The procedure required three stitches and patient recovered without any further complication being reported.